Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image and no image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image and no image. There was no patient involvement.